Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 40 mg/dl. Reportedly, contact believes the cause to be too much insulin prior to consumption of carbohydrates. Additionally, customer had an increase in physical activity. Customer required assistance from parent to treat bg level via consumption of carbohydrates and glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level.